Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
This MDR is submitted retrospectively following an internal review and updated best practices in the reporting criteria. The user reported discrepancies between bg and sg readings. Escalation analysis indicated that although there was some variability in the sg values, there was no indication of an issue with system. Bg values fit sg trends well, with occasional differences due to lag between sg and bg inherent to the sensing technology and calibrations entered during periods of rapid glucose change. Customer care intended to recommend the user to continue using the system and to enter calibrations when glucose trends were not changing rapidly; however, the user remained unresponsive to multiple communication attempts and the information could not be relayed. As per the data management system (dms) review, the system remained in active use with up-to-date information.